Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation on the jaw had chipped off. The piece was not returned. It was reported that the insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by a damage from an external force, consistent with the user inadvertently grasping onto a hard object or dropping of device resulting in chipping/cracking of the insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/ damage to the instrument will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total glossectomy, segmental mandibular resection, laryngectomy, bilateral neck dissection, the handpiece insulation material at the tip of the jaw approximately 2 to 3 mm was damaged and fell off on the lower jaw. The broken insulation material could not be found, and the possibility that it may have fallen inside the patient's body. Another device was not used and was replaced with another product. The insulation material was not visible on the x-ray, so an inspection was not performed and no intervention was done.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.